Event description:
The customer reported that they had intermittent issues with the keyboard when trying to boot up. No pt injury reported.

Manufacturer narrative:
A ge svc rep performed an over the phone investigation. The customer was instructed to reboot the sys and the sys worked as intended. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request of FDA on 4/26/2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.